Event description:
It was reported the patient received the following results within 15 minutes: 206 mg/dl, 226 mg/dl, 140 mg/dl (system 1) and 118 mg/dl (system 2). Readings were obtained with the same vial of test strips.